Event description:
A surgeon reported patient with complaint of worsening vision, two months after prk, (photorefractive keratectomy) surgery. Additional information from reporter indicated patient was a steroid responder. It is not known if the steroid response was related to the patient's complaint. Additional information has been requested. This report references the left eye. An additional report is filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).